Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial lead exhibited a failure to sense and high pacing impedance. The physician suspected there was an issue with the helix. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of failure to sense and high pacing impedance were not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing, visual and x-ray inspections did not find any anomalies.